Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: end cap was implanted on (B)(6) 2019, but it is unknown when it was determined the end cap was protruding. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity unknown).

Manufacturer narrative:
This report is for an unk - end caps / unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the end cap protruded from the patient¿s humeral head due to the incorrect size used. The procedure was successfully completed; however, the patient spent an extra 100 minutes under anesthesia. Also, the end cap available from the other hospital was not the correct size, so it protruded from the patient¿s humeral head. Re-operation is most likely. Concomitant devices reported: unknown nail (part # unknown, lot # unknown, quantity unknown), unknown helical blade (part # unknown, lot # unknown, quantity unknown) and unknown screws (part # unknown, lot # unknown, quantity unknown). (B)(4).